Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician identified residual liquid or foreign material coming out of the forceps channel, foreign material at the distal end (c main body), foreign material at the forceps stand, a damaged acoustic lens, and chipped adhesive around the acoustic lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of damaged acoustic lens, and chipped adhesive around the acoustic lens was traced to a component failure. However, the most probable cause of residual liquid or foreign material coming out of the forceps channel, foreign material at the distal end (c main body), foreign material at the forceps stand was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.